Event description:
It was reported that a 465cc mentor memorygel xtra breast implant prosthesis package was opened and the device was observed to be yellow in color during a breast surgery prior to being implanted into the patient. A second 465cc mentor memorygel xtra breast implant device package was opened and similarly was found to be yellow in color. Both devices were not used. The surgery commenced without any reported delays and a new implant was used to complete the implantation. No adverse events or patient consequences were reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 26, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 06, 2025, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant appears opaque/discolored. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, the collected process controls and data records for the gel implant meet specifications. The ¿yellowish color¿ mentioned in product complaint cannot be conclusively confirmed as a manufacturing defect. Manufacturer¿s reference number: (B)(4).